Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was kinked. The coil got kinked and it was hard to take. The continuous flush was administered during the procedure. The damaged location was the implant coil. The physician did not reposition the coil during the procedure. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include an echelon 45, do18661.

Event description:
Additional information was received. The cause of the event was not determined. It was hard to take out the coil as there was resistance during retrieval, particularly at the distal end. No issues were identified that directly resulted in the damage found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.